Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several pockets in auxiliary 7 half-height drawer 3.1 had failed and were not detected on the bus. The field service engineer (fse) performed a dissipation shutdown and restart process, which produced good results. All pockets were found again on the bus, and service was restored. Hardware test application (hta) tests for this device and storage space were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 and the cubies within it kept failing, user tried to recover and reboot the station however the efforts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.